Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. No product issue was reported. This adverse event was discovered during use of biosense webster products. After mapping, the origin was identified and ablated. The physician commented that in the pvc procedure, during ablation phase of the right ventricular outflow tract (rvot), sudden decrease in blood pressure led to cardiac tamponade. The cause was unknown. The physician commented that the causal relationship between the adverse event and the product was unknown. There was no evidence of steam pop. It was not reported that inappropriate use was conducted without the instructions for use (IFU). No error messages were observed on any bwi equipment.

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. No product issue was reported. This adverse event was discovered during use of biosense webster products. After mapping, the origin was identified and ablated. The physician commented that in the pvc procedure, during ablation phase of the right ventricular outflow tract (rvot), sudden decrease in blood pressure led to cardiac tamponade. The cause was unknown. The physician commented that the causal relationship between the adverse event and the product was unknown. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30559938m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).